Event description:
According to the reporter, two days after the catheter had been in place, during dialysis treatment, a pinpoint hole in the middle of the venous lumen was noted. There was a leak. The catheter was not repaired. No other defects or damages were found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. The solu prep swab was the cleaning agent used on the device, and it was the cleaning agent typically utilized to clean the adapters. The cleaning agent(s) allowed to dry thoroughly, and they did not apply ointments. The clamp was moved periodically. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. The catheter was explanted. The line was replaced with the same product ID (identifier) and lot on the same day, interventional radiology was notified, and treatment was completed. There was minimal blood loss. Blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 2 days after the catheter had been in place, during the initiation of dialysis, when they were accessing and flushing the lines prior to use and when treatment was not yet started, a pinpoint hole in the middle of the venous lumen was noted. There was a leak. The catheter was not repaired. No other defects or damages were found on the product. No other products were being utilized with the device. The solu prep swab was the cleaning agent used on the device, and it was the cleaning agent typically utilized to clean the adapters. The cleaning agent(s) was allowed to dry thoroughly, and they did not apply ointments. The clamp was moved periodically. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. The catheter was explanted. The line was replaced with the same product ID (identifier) and lot on the same day, interventional radiology was notified, and the treatment was completed. There was minimal blood loss, which was less than 2 milliliters approximately. Blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, holes in the lumens were noted. The catheter was not repaired. The catheter was explanted. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 2 days after the catheter had been in place, during the initiation of dialysis, when they were accessing and flushing the lines prior to use and when treatment was not yet started, a pinpoint hole in the middle of the venous lumen was noted. There was a leak. The catheter was not repaired. No other defects or damages were found on the product. No other products were being utilized with the device. The solu prep swab was the cleaning agent used on the device, and it was the cleaning agent typically utilized to clean the adapters. The cleaning agent(s) allowed to dry thoroughly, and they did not apply ointments. The clamp was moved periodically. Tego was not utilized. There was no luer adapter issue. The insertion site was treated with chlorhexidine prior to product placement. Aside from the reported issue, nothing unusual was observed on the device prior to use. The catheter was explanted. The line was replaced with the same product ID (identifier) and lot on the same day, interventional radiology was notified, and treatment was completed. There was minimal blood loss, which was less than 2 milliliters approximately. Blood transfusion was not required. No medical intervention or treatment was required due to the event. There was no reported patient injury.